Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v050376, implanted: (B)(6) 2007. Product type: lead. (B)(4).

Event description:
It was reported that with her first device the wire "somehow" was "hitting the side of her labia" and she had "horrible pain" there. It "hurt very bad" and since the device was changed the patient had not had this pain.

Manufacturer narrative:
(B)(4).